Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 6, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor 436338 was returned from the field. Upon receipt, a visual inspection and functional testing was performed, and no anomalies were observed. A review of the dms data showed significantly depressed signal and reference channel values since insertion and this most likely caused the observed sensor inaccuracy. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report: 05 april 2025. D9 device available for evaluation? Yes, on 26 february 2025. G3. Date received by the manufacturer? 05 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.